Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 5.7 mmol/l. Customer stated that a button was not pressed for longer than 3 minutes. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had all buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.